Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during revision of an accolade 2 stem, 36mm+5 head, trident cup when head was removed from stem there were black debris noticed on stem trunion and in the femoral head.

Event description:
It was reported that during revision of an accolade 2 stem, 36mm+5 head, trident cup when head was removed from stem there were black debris noticed on stem trunion and in the femoral head.

Manufacturer narrative:
Reported event: an event regarding fretting and corrosion involving a metal head was reported. The event of fretting and corrosion was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report mar, stated that wear damage was observed on the inner taper of the head which is consistent with interaction against the stem trunnion. A material analysis report was completed. The sem analysis on the head taper was consistent with fretting wear. Eds showed that the head and stem alloys were consistent with the material callouts on the drawings (an astm f1537 alloy and an astm f136 alloy, respectively). The head debris was consistent with a corrosion product and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection was performed as part of the material analysis report mar. Wear damage was observed on the inner taper of the head which is consistent with interaction against the stem trunnion. A material analysis report was completed. The sem analysis on the head taper was consistent with fretting wear. Eds showed that the head and stem alloys were consistent with the material callouts on the drawings (an astm f1537 alloy and an astm f136 alloy, respectively). The head debris was consistent with a corrosion product and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.